Manufacturer narrative:
The insulin pump was received with a blank display due to b1/ib broken solder joint. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test due to blank display. Pump was received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose after low blood glucose episode on (B)(6) 2018 with blood glucose of 480 mg/dl. The customer reported that the insulin pump had blank display. The customer's current blood glucose was 218 mg/dl. The customer was treated with the insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was assisted with troubleshooting and the display did not return. The customer was off the insulin pump less than 48 hours prior to the hospitalization. The insulin pump will be returned for analysis.